Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the on/off protection button was missing during service or maintenance involving an olympus maintenance unit. There were no reports of patient injury.